Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customers blood glucose (bg) was ¿high¿, however, a specific value was not provided. Reportedly, the customer reverted to manual injections for insulin therapy. It was discovered that cold insulin was used within the cartridge. Customer was educated on cartridge/insulin labeling.